Event description:
It was reported that during a da vinci-assisted procedure the customer had issues using the synchroseal instrument on the system. As reported, sparks were observed when the instrument was activated during the case. The customer had the e-100 generator swapped out when the issue was identified during the procedure. A backup instrument was then used, and the procedure was completed with no patient injury reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) found the primary finding of cut electrode and thermal damage. Visual inspection was conducted and found thermal damage along the cut electrode. Additionally, the instrument was found to have a torn jaw cover. The tear measured approximately from 0.034" x 0.052" in length. Materials were missing and not returned with the instrument.